Event description:
Medtronic received information that prior to use of a dlp aortic root cannula, it was reported that the package was open. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there were no missing or wrong devices or components in the package. The sterile seal was not intact. Medtronic received additional information that the customer has more devices from the complaint lot at their facility; however, they did not observe this issue with any of the other devices.

Manufacturer narrative:
Device evaluation summary: visual inspection showed that the device was not centered on the tyvek, it was at an angle when it was sealed, leaving a portion opened. The reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.